Event description:
It was reported that the system 9600+ had poor image quality. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The image processor circuit board, associated power supply, and cable were replaced. The system was tested and found to be working as intended and placed back into service.